Event description:
Line came apart at bifurcation. The flush solution went on the floor and air had entered the pressure tubing.

Event description:
The event was reported by the physician as slippage. A barium swallow was done. The symptoms are regurgitation, vomited, and the band was repositioned. The band remains implanted.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) bifurcated IV set. Main IV tubing was completely detached from bifurcated adaptor. Indication of bonding solvent was visible on small part of tubing bond area. (B) (4)